Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery (sa) using pod packing coils (pod pc). During the procedure, the physician successfully placed a ruby coil in the target vessel using a lantern delivery microcatheter (lantern). The physician then was unable to advance a pod pc into the target vessel; therefore, the pod pc was retracted. However, the physician was unable to re-sheath the pod pc and therefore, it was removed. The procedure was completed using a new pod pc. There was no report of an adverse effect to the patient.